Event description:
The customer received a blood glucose reading of 8.1 and did not know what that meant. She thought the meter needed new batteries. Customer service explained units of measurements to her and assisted her in resetting the meter to mg/dl. The customer did not allege any adverse events. She was satisfied, and no product will be returned.